Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller stated that the patient stimulator has not been turned on in years. The caller did not have other information about the status of the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI information. Additional information was received from the patient. Patient called stated they need an MRI and MRI facility need to confirm the ins is off. Patient stated the ins has been dead for years, ins will not take a charge. Agent reviewed device function, MRI eligibility form, reps role and provided ts number for hcp office to call if necessary.

Event description:
Additional information was received from the patient (pt) stating they cannot remember when it stopped working. The patient tried to change stimulator programming, but it would not take a charge. Pt indicates they think the cause of this was that they had not charged in a long time. They state that they need a letter of stimulator being dead or no longer working. The patient states that they are now having trouble getting mris done, and they are contemplating removal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.